Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow-up MDR.

Event description:
False negative result(s). The user left a review stating "I used this test and it's said negative to everything the next day. I was rushed to the hospital in ambulance with type a flu. My mom also tested negative and she ended up here the next day, same diagnosis. Obviously this product does not work." Purchased from walmart.